Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, multiple episodes of noise reversion were noted on the ventricular channel. Pocket manipulation and isometric arm movements were performed and this could not reproduce any oversensing or noise. The patient would be monitored.